Event description:
Baxter germany reports one incident of a pt death due to hemolysis. They report that normal hemodialysis was performed on june 5, 2000. The final potassium concentration in the dialysate was raised to 3 mmol/l. At first, no abnormalities during the hemodialysis process was noticed or reported. After three hours the pt complained of sickness. A drop in the pt's blood pressure was noticed, but no values have been documented. An improvement was observed after infusion of 500ml sodium chloride, and dialysis was continued. Thirty minutes before the scheduled dialysis end, the pt was disconnected (reason unknown). At this time it was still possible to talk to the pt. Suddenly the pt's condition deteriorated quickly, artificial ventilation was necessary. The pt was brought to the hosp by ambulance and hemolysis was diagnosed at this time. The pt expired on june 6th at 11 pm. The pt's children have refused an autopsy. The machine in use at the time of the incident was checked by the baxter technician and was found to be within specifications. All disposables have been discarded by the hosp because no abnormalities during the dialysis session were observed. No further info is available at this time.